Event description:
Event description guidant received information that this right ventricular transvenous defibrillation lead was exhibiting oversensing that resulted in pacing inhibition. Inappropriate non-sustained ventricular tachycardia (vt) episodes were declared as a result of the oversensing and inappropriate shocks were delivered. Oversensing could not be reproduced.